Manufacturer narrative:
(B)(4): note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4)

Event description:
The customer reported that when the operator is creating curved multi planar reconstruction coronary images with iterative model reconstruction (imr), there is the appearance of high attenuation plaque in the coronary vessels. A philips clinical scientist (cs) confirmed there was no harm to a patient, operator, or bystander. The cs determined that when the same data sets are reconstructed using standard or idose, this irregularity is not visualized. The cs reports that the trained professional is able to use the idose data set for interpretation.